Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint could be replicated one time. The probable cause is due to the wifi module or keypad. The keypad was replaced and calibration performed.

Event description:
It was reported that the pump screen displayed a red error message 41786, along with continuous alarms. Troubleshooting was performed but the alarm persisted. There was unknown patient involvement, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.